Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported having high blood glucose levels for two days leading up to the call. During troubleshooting, the insulin pump's history showed that a motor error alarm and two no delivery alarms had been returned recently. It was reported that the motor error alarm occurred during bolus. Blood glucose level was 270 mg/dl at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.